Manufacturer narrative:
(B)(4). Method: the complaint airvo 2 humidifier was returned to fisher & paykel healthcare new zealand for further evaluation. The device was visually inspected and performance checked. Results: the unit was inspected externally and showed impact damage as the top half of the case had popped out of its groove with the lower case. The unit was opened up for further investigation, and evidence of water ingress was observed on the control pcb. Conclusion: it is likely that the integrity of the seals was affected by the impact and thus allowed water ingress. This led to some electronic damage and prevented the unit from running and e82 was generated. We were informed that the patient recovered from desaturation following being placed on non-breathing mask and no further patient consequences were reported. We were also informed that the patient was on pulse oximetry only and no other patient monitoring was in place. The airvo user manual warns the user that "appropriate patient monitoring must be used at all times". The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support."

Event description:
A hospital in canada reported via a fisher & paykel healthcare (f&p) representative that a pt101 airvo 2 humidifier unit has a persistent e82 error code. The airvo unit was on a patient at the time of the incident and completely failed and shut down. The patient was receiving 60lpm with an fio2 of 90%. The patient desaturated when this happened and was put on a nonrebreather mask and the patient recovered. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that a pt101 airvo 2 humidifier unit has a persistent e82 error code. The airvo unit was on a patient at the time of the incident and completely failed and shut down. The patient was receiving 60lpm with an fio2 of 90%. The patient desaturated when this happened and was put on a non rebreather mask and the patient recovered. No further patient consequence was reported.